Event description:
Related manufacturer reference number:3006705815-2024-02134. It was reported the patient experienced inadequate and shocking stimulation with their scs system. In turn, reprogramming was unable to resolve the issue and patient also reported pain at the ipg site. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.